Manufacturer narrative:
The device was received for evaluation and the alarm logs were downloaded and analyzed. The summary from log analysis is as follows: key press input indicates that the user inadvertently programmed the rate field with the desired volume to be infused (vtbi) value. The resultant vtbi of 2000 ml was auto calculated by the pump. The pump performed as designed without error. The customer complaint was not confirmed. The device completed a production validation testing without issue.b1 section - inadvertently left blank on initial.

Manufacturer narrative:
The device has been returned for evaluation, however, investigation is not yet complete.

Event description:
The event involved a plum 360 infusion pump which was reported to have over delivered intravenous (IV) fluids (sodium chloride 0.9%) during patient infusion on (B)(6)2023 at 15:59pm. The reporter stated that the IV fluid was supposed to run for 4 hours but has finished after 1 hour. The volume in the bag upon the start of the infusion was 500ml. The pump alarmed at the end of the infusion. There was no difficulty in programming or initiating the infusion. There was patient involvement, however no harm reported as a consequence of the event. The medication involved in the event was a sodium chloride 0.9%, IV infusion batch 23b10t4a.